Event description:
Pt presented to o.r. For elective laforte 1 bilateral sagittal split ramus osteotomy. No problems or complications during surgery. In2008, hospital notified by surgeon's office that during routine postop follow up visit, x-rays taken showed what appeared to be a retained foreign body in surgical site. Pt underwent 2nd surgery in the next day to remove fb. Retrieved portion of saw blade (sagittal).